Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a scratch was observed on the lens. The iol was removed and surgery was completed with another iol. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridges were not returned for evaluation. Four 10-count company cartons were returned for the lot. Two cartons were unopened, two were opened; one contained 10 unopened samples and one contained 7 unopened samples. One unopened company cartridge sample was pulled from each returned carton. The company cartridges were numbered 1-4 for evaluation purposes. The four returned unused company cartridges were evaluated. The company cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The four company) cartridges were functionally tested per the direction for use (dfu). No lens or cartridge damage was observed after the lens deliveries. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Qualified associated products were indicated. The root cause for the reported lens damage could not be determined. The used company cartridges and damaged lenses were not returned for evaluation. No determination can be made without physical evaluation of the complaint samples. The manufacturer internal reference number is: (B)(4).